Event description:
It was reported to philips that the device experienced a charge shock failure during operational testing. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a charge shock failure during operational testing. The customer requested assistance from a philips remote service engineer (rse). The customer explained that their unit experienced a charge shock failure during testing. Upon troubleshooting the device, it was verified that the capacitor for the unit was working as expected and that the cause for the failure could be traced to a potentially faulty therapy pca. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy pca. A replacement therapy pca was ordered for the customer to resolve the reported issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.